Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, dislocation was observed when the sheath of the pacing lead was  withdrawn. The pacing lead was re-implanted but high thresholds were noted. The pacing lead was attempted not used and replaced. No patient complications have been reported as a result of this event.